Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Inratio low. Results as follows: meter-inr: 1.8, lab-inr: 2.3; meter-inr: 1.3, lab-inr: 2.3. Has had meter (6 months) with no issues. Receiving consistent low readings. Pt has then gone to lab (after 24 hours) and received in range results of 2.3. Range is 2.0-3.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.8, ref: 2.3, mean: 2.05, confidence-limits: 1.4-3.1; inratio: 1.3, ref: 2.3, mean: 1.08, confidence-limits: 1.3-2.7. (Per event details, tests were done 24 hrs. Apart). Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since time of test exceeded three hours there is a high possibility that the discrepancy are due to changes in the status of the pt. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested if it is returned. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint have not return.